Event description:
Procedure type: lap hiatal hernia w/nissen fundoplication. According to the reporter: the device was used to close an anastomosis using a surgidac 0 suture (product ID unk). After it was loaded and used on the pt, the needle became stuck in tissue. The surgeon cut off part of the needle, and left part of the needle in the pt tissue. The device was removed and a new device was opened but occurred again, leaving another needle in tissue. Parts of both needles were not visible and could not be retrieved. Surgery time was delayed but the length of time could not be reported. It also could not be reported if bleeding occurred.